Event description:
It was reported that the patient contracted a staph infection following a pump implant. Per the reporter the hcp left the staples in for 4 weeks post implant. The patient had 9 surgeries in one year where they "cut out" tissue to remove the infection. The infusion system was explanted. It was indicated that there were "holes", one the size of a grapefruit, the other the size of a fifty cent piece and another hole by where the catheter was placed when the patient returned home from the hospital. The patient had IV antibiotics twice a day and a nurse came to clean out the slough tissue in the open sores. The hcp further reported the staph infection in 2007 due to wound dehiscence; may be related to the 1st infection. It was also reported that the patient was in very poor hygiene and had no idea how to stay clean.

Event description:
It was now reported that patient has "eight surgeries in the next nine months following implant trying to get that infection out."

Manufacturer narrative:
Concomitant medical products: 8709sc: serial# (B)(4), implanted: (B)(6) 2007, explanted: unknown. (B)(4).

Manufacturer narrative:
(B)(4).